Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices shown critical override and disconnect mode. A technical support specialist (tss) dialed into the app server, identified the external communication service was set to manual, started the service and configured it to delayed start, confirmed message flow was functioning correctly, and marked the task as complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server shown critical override and disconnect mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.